Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approx 5 mm from the balloon proximal tip. The review of the lhr (lot f1335206) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined.

Event description:
The following info was reported by aci sales rep: balloon ruptured when pulling back to arteriotomy. The pt was not hospitalized. Stick location: (B)(6).